Event description:
Additional information indicates that this patient underwent a revision procedure and this ra lead was able to be successfully extracted. A new ra lead was placed. No additional observations were reported. This product is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing impedances greater than 2,500 ohms and loss of capture at maximum outputs. The patient underwent a lead revision procedure and it was determined that this product was fractured. The physician was unable to obtain access on either side therefore, the patient was referred for a possible epicardial lead and/or lead extraction with a different physician. It was also reported that the patient is experiencing heart failure symptoms due to loss of ra pacing. At this time, no further information is available.